Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi31000118, serial/lot #: (B)(4). A representative went to the site to preforme system check out. It was reported that there was no x-ray output, black screen, when 2d is performed. They replaced the ht controller board, and verified the dose measurements/test. Performed system checkout, and the imaging system was operational. The ht controller was returned and it was noted that they were able to confirm the reported issue. The controller was installed on a test system. The board failed system testing, and the 2d images were darkened and they were unable to take 3d images. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site called reporting that the system would not expose at all and needs a system checkout.  There was no patient present when this issue occurred.  Omitted- point of contact: (B)(6).